Event description:
(B)(6) for transplant, received a faxed (B)(6) adverse reaction report on (B)(6) 2006 from dr (B)(6) for recipient (B)(6). Culture report: specimen source: swab cornea, donor medium. Result: it propioni bacterium acnes. Dr (B)(4).